Manufacturer narrative:
The surgeon removed the right fossa component due to infection, and elected to place a stock device.

Event description:
The right fossa component was removed due to infection.